Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Examination of the internal components confirmed the clip remained loaded in the device and had not been deployed, as evidenced by the catch and pusher block being returned in the pre-clip deployment positions. The reported premature clip deployment is not confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the cause was related to user technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the clip deployed prior to pushing the trigger. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.